Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) unit failed pressure and regulator & vacuum check. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1 (event site email: (B)(6)). Additional point of contact: name: (B)(6). Contact department: biomed. Occupation : biomedical engineer. Email ID: (B)(6). Phone number: (B)(6). A getinge field service engineer (fse) evaluated the unit and could not reproduce the failed pressure regulator & vacuum check issue. Fse tested the device without any issues or failures. Replaced safety disk and batteries that were due to going to expire in the same month. Pm services completed. Full pm, safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for clinical use.